Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-ffeb-2023. H6: investigation summary 2 samples were received and tested by our quality team. The samples had no immediate issues under initial visual analyses. The sets were then infused with saline and when they were properly tightened, there were no leaks detected. The sets were then injected with saline and clamped at ends in effort to force a leak using higher pressure than would normally be applied. No leaks were realized. The customer's complaint of leak has been verified but there were no issues with the set. The root cause of this failure is unknown. A device history record review for model 20043e lot number 22105093 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10

Event description:
It was reported that 2 bd alaris¿ smartsite¿ extension sets leaked during use. The following information was provided by the initial reporter: "I wanted to let you know that we had two additional 20043e extension sets that were found leaking."

Event description:
It was reported that 2 bd alaris¿ smartsite¿ extension sets leaked during use. The following information was provided by the initial reporter: "I wanted to let you know that we had two additional 20043e extension sets that were found leaking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.